Event description:
The customer reported via phone call that the insulin pump had a high pitched beep and was not working. Customer stated that the pump shut off and she changed the battery. Customer stated that the pump is kind of working but she had to reset it. Customer stated that the pump is in rewind and it made her re-enter the date and time. Customer was priming the pump and it froze on fill tubing. The pump then restarted itself and is stuck on number 2. Customer confirmed that she was using a duracell alkaline battery. Troubleshooting was performed and the customer received an unexpected restart alarm and cleared it. Customer stated that the pump still showed a number 2 on the screen even without the battery. Customer was assisted with reprogramming the pump and performing a self test. Pump passed the self test. Customer had unexpected restart alarms and external ram error alarms in the alarm history. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.